Manufacturer narrative:
(B)(6) 2020. (B)(6) 2021.

Event description:
The customer reported that the unit was having nav-ring issues during testing. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. There was no patient involvement or delay to patient therapy. The customer confirmed and duplicated the reported issue via operational check. Following the evaluation of the device, the customer replaced the front bezel to resolve the problem. The unit was then functionally tested and successfully passed all specified tests. No other abnormality was observed.